Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion and displacement tests. However, unable to prime the pump during the prime test due to a faulty force sensor resistor. Unable to perform the excessive no delivery or occlusion tests due to the prime anomaly. The pump was received with a missing end cap sticker, a corroded battery tube, a cracked case at the display window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating a button error alarm on their insulin pump. The customer's blood glucose level was 423 mg/dl at the time of the incident. The customer treated their blood glucose levels with regular injections. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.